Event description:
Caller reported a malfunction on pump, but there were no notable events prior to issue, and there was no adverse impact to customer's blood glucose level. Customer used multiple daily injections as backup therapy while technical support arranged for replacement pump with updated software. Customer was instructed to return problematic pump to tandem within specified time frame to avoid charges and to transfer settings and connect cgm to replacement pump.